Event description:
It was reported that a pt underwent a stage three pelvic floor prolapse repair procedure in 2009. At midnight, the pt was transferred to the intensive care unit with a suspected pop-operative bleed. A scan confirmed a 13 cm x 8 cm venous hematoma. The pt was stable in the intensive care unit, following transfusions with an improved hemoglobin result.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.